Event description:
The customer had reported false positive reactions caused by what he thought was carry over of a patient sample with an anti-d and anti-c when testing on tango optimo. The false positive samples were repeated independently on the tango optimo and yielded negative results. False positive samples were also tested in ortho gel and yielded negative results. A field service engineer evaluated the affected tango optimo and replaced a needle that teflon coating had worn away. A qc run after this replacement was without any problems. The customer agreed to send in the samples that had caused the false positive reactions. We are still waiting for these samples. The correct function of the allegedly defective reagents were proved by testing the retained samples of our quality control laboratory on tango optimo. All positive and negative reactions were correct. We did not observe any false positive reactions. The review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lots.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer had reported false positive reactions caused by what he thought was carry over of a patient sample with an anti-d and anti-c when testing on tango optimo. The false positive samples were repeated independently on the tango optimo and yielded negative results. False positive samples were also tested in ortho gel and yielded negative results. A field service engineer evaluated the affected tango optimo and replaced a needle that teflon coating had worn away. A qc run after this replacement was without any problems. The correct function of the allegedly defective reagents were proved by testing the retained samples of our quality control laboratory on tango optimo. All positive and negative reactions were correct. We did not observe any false positive reactions. The review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lots. The customer sent in the sample that had caused the false positive reaction. The customer sample was tested on our premises and showed an anti-d titre of 1:6400 (1+). Since the sample in question showed an anti-d titre of 1:6400, instrument performance issues can be excluded to be causative for the reported problem.

Manufacturer narrative:
This is our initial report on this incident.